Manufacturer narrative:
Date of event is estimated based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was having uncomfortable pain at the pocket site. As a result, a surgical intervention occurred on (B)(6) 2021 wherein the ipg pocket was repositioned to address the issue.